Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited post sensed t wave oversensing. Programming changes were discussed but not made. There were no patient consequences.